Event description:
My mesh was inserted between the vaginal and rectal wall. I went back to my urogynecologist with difficulties related to mesh on (B)(6) 2010: pain in insertion sites of mesh at both the vagina and buttocks as well as nerve pain radiating down my right leg. I had began to have painful intercourse which eventually increased over time to be excruciating and then ceased altogether thereby affecting my quality of life as well as my marriage. I have sought treatment to remove the mesh but have been told by a urogynaecologist that to do so might rupture by sigmoid colon and by an oncologist that it would take extensive radical surgery to remove i.e cut out back wall of vagina and rectum; cut rectum in two pieces and put my colon on a colostomy until the rectum healed then resect the rectum if it heals. He used a less than enthusiastic to do this surgery- he said. This doctor also did a vaginal ultrasound with an insert vaginal ultra sound device and found the mesh bunched up into the top of my vagina. I have been put on 10mg of valium suppositories by dr (B)(6), to try to have intercourse but that has resulted in pain - I increased it to 20mg but that has resulted in no less pain and pressure before and the day after. I am on estrace cream 42.5 gm two times per week to help strengthen the vaginal wall as well as pometrium 100mg po hs. I have been told, I would have to take this for the rest of my life which increases my breast cancer risk and contributes to bone loss. I have had a colonoscopy and vaginal ultra sound. The ultra sound revealed cyst and a thickened uterine lining and endometrial stripe but cannot be removed due to the scar tissue attaching to it from the mesh implant. The colonoscopy resulted in a benign growth in the sigmoid colon but my surgeon was extremely careful not to go near the scar tissue of the mesh as he said it could result in complications. I feel angry when I think of the sexual intimacy I can no longer experience and extremely angry that this mesh should have caused so many problems and still resulted in a prolapsed rectum that I must use digital defecation on and has resulted in more incontinence now both urinary and bowel as the scar tissue invaded insidiously through my pelvic region. Diagnosis or reason for use: prolapsed rectal wall.